Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received. Sections b1, b4, b5, d6, g6, h2, h6, h11: health impact code in this section have been updated/ corrected.

Event description:
It was reported by the field clinical specialist (fcs) that approximately 4 years 1 month and 3 days post transfemoral tavr with a 26mm sapien 3 ultra valve, the valve was explanted for unknown reasons. A surgical valve was implanted.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien xt, s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint for calcification was confirmed based on medical record provided. Available information suggests patient factors likely contributed to the event as patient has a history of hyperlipidemia, diabetes, and chronic kidney disease. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement (tvr) procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe, or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
It was reported by the field clinical specialist (fcs) that approximately 4 years and 4 days post transfemoral tavr with a 26mm sapien 3 ultra valve, the valve failed for unknown reasons. The patient is being evaluated for explant and implant of a surgical valve.

Event description:
It was reported by the field clinical specialist (fcs) that approximately 4 years and 4 days post transfemoral tavr with a 26mm sapien 3 ultra valve, the valve failed for unknown reasons. The patient is being evaluated for explant and implant of a surgical valve. Medical records were received and reviewed; the patient presented with worsening shortness of breath over the last 2 years, exacerbated with activity. Transesophageal echocardiogram (tte) in (B)(6) 2025 reported: aortic valve (av): prosthetic valve well seated. Leaflets appear thickened but are not well visualized. No valvular regurgitation. Severe stenosis. Av mean gradient 53 mmhg. Compared to study (B)(6) 2022, the bioprosthetic tavr mean gradient has increased from 20 mmhg. Ava (vti) 1.05 cm2. The patient was transitioned from xarelto to warfarin due to the increased gradients with plans to follow up in 4 weeks. A CT was performed a month later, "indications: aortic valve stenosis, etiology of cardiac valve disease unspecified". The records mention that the patient has a history of hospitalization a year prior with IV antibiotics administered for cellulites but there is some uncertainty surrounding the identification of a blood clot during the episode. The patient was briefly tied on warfarin, however, could not maintain therapeutic inr and was transitioned back to xarelto. Given the tavr aortic stenosis over the short course of 4 years, surgical recommendation was to proceed with savr valve. The patient underwent savr procedure. Per the surgeon's findings, there was degeneration [calcification] on the tavr valve. The valve was carefully removed from the native annulus. Following removal, they debrided the remaining calcium in this area. A 25mm inspiris valve was placed with good results. The patient tolerated the procedure well without complications. On post operative day 5, the patient was discharged home in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted due to medical records received. Sections b1, b2, b5, b7, g6, h2, h6: health effect clinical code, device code, type of investigation, and h11 in this section has been updated. The investigation is still ongoing.